Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that after the infusion set had been in place for three days, the pump gave an occlusion alarm during a bolus delivery of insulin. According to the reporter, the system check determined the cause of the alarm to be the tubing. The home care patient reported that their blood glucose levels rose to 450 mg/dl due to the interruption in insulin therapy. According to the reporter, the home care patient was advised to change their infusion set supplies and administer a corrective bolus to resolve their blood glucose levels. No permanent adverse effects to patient reported.